Event description:
Reporter alleged the customer obtained a result of 212 mg/dl on the aviva system and then took her normal insulin. Reporter stated that 2.5 hours later, the customer felt fine while obtaining errors on the device but sometime later began experiencing the symptoms of dizziness, sweatiness, and shakiness. Reporter stated the customer took 2 glucose tabs, vomited, and the next three testing attempts on the device resulted in error. Reporter stated the ambulance was called and they took her to the hospital after a 220 mg/dl reading was obtained. Reporter stated that at the hospital, the customer was given an IV and more testing, an EKG, was done. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.